Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump. Customer stated that she heard a screeching noise and saw that it was the alarm. Customer stated that she put in a new battery yesterday. Customer reported that a temp basal was not programmed before the alarm occurred. The no delivery alarm was recurring during normal pump use. Customer was advised to monitor the pump and that the pump can be worn until the replacement arrives. Troubleshooting was performed but the display did not return after changing the battery. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify a21 alarm due to blank display. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.